Event description:
A customer contacted haemonetics on (B)(6) 2011 reporting a large blood spill within an orthopat machine. No donor injury or reaction was noted. No operator injury reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 reporting a large blood spill within an orthopat machine. No donor injury or reaction was noted. No operator injury reported. The device was evaluated on (B)(4) 2011 and internal fluid spill was confirmed. Electronic circuitry was replaced. (B)(4).